Event description:
It was initially reported that the pt had a surgical consult for a full revision. The reason for the full revision was unk. Follow-up indicated that high impedance had been received at an office visit. Good faith attempts for more information have been unsuccessful to date.